Event description:
Surgeon was performing a laparoscopic gastric bypass. The procedure requires the use of an endoscopic stapler. After having fired the stapler, and beginning to release the jaws, the tissue became stuck to the stapler, causing damage to the staple line. This required additional reinforcement of the staple line with clips/suture, and the use of a second stapler. The remainder of the procedure was completed as planned with no harm to the patient.